Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting poor communication on the patient programmer (pp). The patient stated they had a return of urinary symptoms and had been using lots of pads. It was noted that they didn't feel any stimulation and the symptoms were gradual. Additional information received reported the patient had an appointment with their doctor, and they were scheduling surgery to replace the battery. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.